Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the cause was the pump was running empty because they were searching for hcp to manage and refill his pump that was in closer proximity to him and making the hour drive to his current managing physician was logistically difficult. The patient status was asked but unknown. The pump was refilled by interventional radiologist on (B)(6) 2023. The hospital pharmacist consulted with the patient with the managing physician to establish a new starting does after the pump was refilled. The information was confirmed with the physician.

Event description:
On (B)(6), 2023 , information was received from an healthcare professional (hcp) and manufacturer representative (rep), regarding a patient receiving baclofen (unknown dose and concentration) and "possibly bupivacaine or dilaudid" via an implantable pump for intractable spasticity. It was first reported the patient was in the emergency room (ER) and was unable to give much information. The hcp stated the patient stated that the pump had been alarming for a week. The hcp would like to have the pump interrogated. An additional call on (B)(6), 2023 reported the patient was in the hospital with an empty pump and that "patient [was] having really bad withdrawals." The hcp stated the pump "possibly has bupivacaine or dilaudid" in addition to baclofen. The hcp inquired about contacting a manufacturer representative (rep) to interrogate the pump and get the specific drug information so they could order medication for a refill. On (B)(6), 2023, a manufacturer representative (rep) called and repeated information about the pump running empty. The rep stated the patient had been found unresponsive. The pump had baclofen and bupivacaine. The rep stated that the patient was still in the hospital and they plan to fill the pump soon but would likely be a different concentration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.